Event description:
As reported to coloplast though not verified, pt was implanted with exair mesh. Later the pt experienced stress urinary incontinence, recurrent urinary tract infections and acute cystitis. A placement of a t-sling was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.